Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and the restoris pst/tfs total hip system. During impaction, value capture showed the cup was 13mm proud when the surgeon said the cup was seated. Direction and angulation of impaction trajectory was the plan and the surgeon was very happy with the result.

Manufacturer narrative:
As part of normal complaint follow-up, an eval of the event has been initiated at mako surgical. Review of the case session files from the rio confirms that the 13mm cup impaction value was recorded, as the reported. The cause of the issue is unk at this time. Further eval is ongoing, and supplemental report will be filed when results are obtained.